Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had defective infusion sets. Blood glucose value was 32 mmol/l at the time of the incident. The customer treated with manual injections after vomiting. Troubleshooting was performed and the device will be replaced and returned.